Manufacturer narrative:
A partial lead measuring 45.0cm from the distal end was returned for analysis. Internal insulation abrasion was noted at 6.6cm to 6.8cm breaching the ring electrode (re) cable lumen., 7.5 cm to 9.0cm breaching the re cable lumen, 9.5cm to 10.5cm breaching all the cable lumens, 11.0cm to 11.5cm breaching the re, right ventricular (rv) and inner coil lumen abrading both re cable coating, 13.0cm to 13.2cm breaching the rv cable lumen abrading one rv etfe cable coating, 42.2 cm to 43.0cm breaching the superior vena cava (svc) cable lumen. Internal insulation abrasion was also noted at 4.7cm to 5.3cm and 6.3cm to 6.9cm breaching the re cable lumen. Abrasion was noted at the re and rv cables from 11.0cm to 11.5cm from the distal tip.

Event description:
New information received on (B)(4) 2019 indicating that the lead also exhibited impedance problem and over-sensing of the noise issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was explanted. No further information was available.